Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the bay two of the device would not charge the battery device and had a warning light when the power module device was plugged in. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the warning light came on bay two of the universal battery charger device when the power module battery device was plugged in. During in-house engineering evaluation, it was observed that the bay two of the device would not charge the battery device and had a warning light when the power module device was plugged in. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.